Event description:
Reportable based on analysis completed 11/18/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion being treated was located in the left anterior descending (lad) artery. The physician used an unspecified 2.0x15mm balloon to pre-dilate the target lesion. Residual stenosis revealed 70% stenosis post pre-dilatation. Next, the physician attempted to place the 2.25x32mm taxus liberte stent, but was unable to cross the lesion. The physician successfully completed the procedure using another of the same device. No pt injuries or complications were reported. Patient condition listed as "stable." Returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Struts on rows 7 to 10 from the proximal edge were misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).